Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. The leak was described as about 10 cc of bloody diluent that leaked from the instrument under the manual probe. The drip tray was full. The leak was confined within instrument. The operator was wearing gloves and a labcoat at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed insufficient rinse block (probe wipe) travel, which caused the probe waste to spray or leak. He tightened the screw on the probe wipe, which allowed proper movement resolving the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. Identification of failure modes: the cause of the leak was the insufficient probe wipe travel due to a loosened screw on the probe wipe. No erroneous results were generated for this event. The failure mode identified, is likely to cause erroneous results for all parameters of samples presented in the manual mode due to sample dilution. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).